Manufacturer narrative:
Internal file number - (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: date estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The increased mitral regurgitation (mr) is likely due to the slda. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The reported patient effect of worsening mr as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat mixed mr with a grade of 4. One clip was implanted, reducing the mr to 2-3. On (B)(6) 2019, a transesophageal echocardiography (tee) was performed, which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr had increased to 4. No treatment has been planned. No additional information was provided.